Manufacturer narrative:
Complete patient identifier: (B)(6). All available patient information has been included. No additional patient information is available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false elevated ca 19-9 xr result when processing on the alinity I. The initial result was 131 u/ml and retest result was 2.23 u/ml. Additional testing with vidas method generated a result of <3 u/ml. It is undetermined whether the patient is a pancreatic cancer patient. No impact to patient management was reported.

Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, a search for similar complaints, a review of ticket trending data, a review of device history record, accuracy testing, and a review of product labeling. A ticket review was completed for the likely cause lot number 93260fp00 and did not identify increased complaint activity for the issue under review. A review of ticket trending data for the alinity I ca19-9xr (ln 8p32) assay did not identify any trends that indicate a product issue related to patient results. A device history record review was performed on reagent lot 93260fp00, did not show any potential non-conformances, deviations, or non-conformances. No unusual lot performance was identified. Accuracy testing was performed to evaluate the performance of reagent lot 93260fp00 using retained kits of the likely cause reagent lot. Acceptance criteria were met, indicating acceptable product performance. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.